Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tubes was used for cmp test and produced erroneous result for glucose. Patient was redrawn weekly with outpatient obstetric blood work. Customer¿s verbatim: ¿ the two gold top were drawn for cmp and one for hepatitis. The gray top for glucose was drawn at the same time. The original cmp tube gave us a 487 glucose and the gray top gave us a 165. This is what I did: 1. Reran all three tubes on both analyzer, the results were the same. 483 cmp tube,163 from gray top and 159 from hepatitis tube. 2. I blood typed all tubes along with all patients drawn in ob clinic. This was the only b patient. All others were a and o lot number b312640 2019-10-31 the lot number was the gold top for both cmp and hepatitis. The lot number of the gray top is 8276813 2020-03-31. Patient to be redrawn with weekly outpatient obstetric blood work.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tubes was used for cmp test and produced erroneous result for glucose. Patient was redrawn weekly with outpatient obstetric blood work. Customer¿s verbatim: ¿ the two gold top were drawn for cmp and one for (B)(6). The gray top for glucose was drawn at the same time. The original cmp tube gave us a 487 glucose and the gray top gave us a 165. This is what I did: reran all three tubes on both analyzer, the results were the same. 483 cmp tube,163 from gray top and 159 from (B)(6) tube. I blood typed all tubes along with all patients drawn in ob clinic. This was the only b patient. All others were a and o. Lot number b312640 2019-10-31 the lot number was the gold top for both cmp and (B)(6). The lot number of the gray top is 8276813 2020-03-31. Patient to be redrawn with weekly outpatient obstetric blood work.¿

Manufacturer narrative:
Corrected information: type of reportable events: malfunction was changed to serious injury.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tubes was used for cmp test and produced erroneous result for glucose. Patient was redrawn weekly with outpatient obstetric blood work. Customer¿s verbatim: ¿ the two gold top were drawn for cmp and one for hepatitis. The gray top for glucose was drawn at the same time. The original cmp tube gave us a 487 glucose and the gray top gave us a 165. This is what I did: reran all three tubes on both analyzer, the results were the same. 483 cmp tube,163 from gray top and 159 from hepatitis tube. I blood typed all tubes along with all patients drawn in ob clinic. This was the only b patient. All others were a and o. Lot number b312640 2019-10-31 the lot number was the gold top for both cmp and hepatitis. The lot number of the gray top is 8276813 2020-03-31. Patient to be redrawn with weekly outpatient obstetric blood work.¿